Event description:
It was reported that there was a malfunction. There was no patient harm reported. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint description indicated that there were issues with switching between manual ventilation and automatic ventilation. Our field service engineer investigated the anesthesia system at the hospital. The reported issues could not be reproduced. The anesthesia system was successfully tested and cleared for clinical use. A complete set of device logs was received but there are no recordings related to any issues with the man/auto switch. We have not been able to confirm or determine the cause of the reported man/auto issue. A correction of field # d1 brand name, # d4 version and model # were needed. D1: corrected brand name: flow-I c20 anesthesia system. D4: corrected version or model#: 6888520.

Event description:
Manufacturer's reference number: (B)(4).